Event description:
Received lasik in both eyes in (B) (6) 2006 for nearsightedness - -4.75 or so in a each eye. In follow-up visits, I was told I was 20/20 but that's on a white eye chart with black letters which still didn't look so hot to me. I was told to wait 3-6 months, that the eyes needed time to heal and settle. I had severe buyer's remorse in the months after the irreversible operation. Symptoms - which continue to today - include halos, ghosting, dry eye, induced astigmatism - I didn't come into lasikplus with astigmatism - they gave it to me, poor night vision, loss of contrast, loss of sharpness. Poor follow-up care. Once they have your money you're useless to them, a hindrance in fact. I don't care how many people think lasik is great. It's not, it's dangerous, and dr (B) (6) even done surgery on one poor soul who ended up committing suicide his procedure was so botched. Lasik is advertised as a procedure giving you perfect vision. It doesn't and once you've done it - it's yours! Buyer beware!